Manufacturer narrative:
The evaluation and repair of the device has not been completed.

Event description:
It was reported that, an ht70 screen freezes when power unit on. The ventilator was not in use on a patient at the time the malfunction occurred.